Manufacturer narrative:
Eval summary: the analysis showed that the long45a device was rec'd with the articulation mechanism damaged and with no cartridge present. The returned device was tested for functionality with a test cartridge and it fired and cut as intended, however; there were malformed staples at the end of the staple line. The device was disassembled to verify the condition of the internal components; the articulation gear was not properly assembled and the left wedge bands, where it assembles to the channel were found broken. The batch history records were reviewed with no anomalies noted during the mfg process. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during hepatectomy, the device stopped functioning. Another was used to complete the case. There was no consequence to the pt.